Event description:
Information was received from a patient regarding their implanted neurostimulator (ins) and their controller. They reported they went to charge their implant on (B)(6) 2024 because before their implant goes dead it vibrates really strong. Patient stated they got the implant to stay at excellent charge quality while the implant was red then the controller went dead. Patient mentioned no matter what button they pressed the controller was not responding. Patient confirmed no error messages/codes. Agent instructed patient to check for damage; no visible damage to controller compartment pins, li battery pack pins, recharger and controller port. Agent walked patient through resetting controller; controller showed recharging 90% and implant 30%. Agent instructed patient to start a charge session; implant recharging with excellent quality. Agent informed patient to continue charging their implant. Agent informed patient to monitor and call back if further assistance is needed. The troubleshooting steps that were taken on the call resolved the issue. No symptoms reported.

Manufacturer narrative:
Continuation of d10: product ID: 97745, (serial: (B)(6); product type: 0201-programmer patient; implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.